Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The wife reported via phone call that the customer passed away on (B)(6) 2015 in a hospital. The caller reported the customer was hospitalized on (B)(6) 2015 before passing. The official cause of death was attributed to the customer's kidney. Customer's blood glucose was 132 mg/dl at the time of death. The caller reported the customer had arthritis, renal failure and heart failure as a diabetes complication before their death. It was also reported the customer had kidney failure and heart disease before passing away. The caller reported the customer did not use sensors and it was unknown if they were wearing one at the time of death. It was also found the customer was not wearing the insulin pump at the time of passing. The insulin pump was disconnected from the customer by an emergency worker one day before their death. It was unknown if the caller will be returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with no battery installed. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window. Data analysis customer daily insulin total 180.45u, total basal insulin 54.45u and total bolus insulin 126.0u. Found one day data listed for the dated of06/09/15. Data found listed from 12/10/14 to 12/13/14 customer daily insulin total average from 132.6 to 175.25u, total basal insulin from 85.2 to 86.2 u and total bolus insulin 46.4 to 89.0u.